Event description:
It was reported that cadd legacy pump alarmed fails occlusion at 10.95 psi. During testing. No patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the upper back label was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was not duplicated during the investigation as the device showed to be within manufacturing specifications. Root cause of the reported event is unknown, but multiple high pressure alarm messages were found in the device history log after startup. It is recommended that the downstream occlusion sensor be replaced as preventive action. The returned product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.